Event description:
Lead dislodgement was discovered during a cardioversion procedure. The physician successfully repositioned this device and all records indicate that this device remains actively implanted. Should add'l info become available, this event will be updated.